Event description:
A pt was injured when oxygen inside an oxygen hood ignited. The pt was lying in a bassinet under a stabilet warmer at the time of the reported incident. Various other devices were also in use. The fire was extinguished and the newborn was transferred to the burn unit at another facility. As of early 2008, the newborn was in critical, but stable, condition and had suffered second and third degree burns on 17 to 18 percent of his body, including his head, shoulders, part of his face, and the tops of his hands.

Manufacturer narrative:
Additional model # p1251-b. The stabilet infant warmer and bassinet system were manufactured by hill-rom. Through acquisition, draeger medical systems inc. (Dmsi) has reporting responsibilities for the stabilet product line. The device is currently under eval by the user facility. Dmsi has not been given access to evaluate the device. If dmsi is given the opportunity to evaluate the device, an additional report will be filed.